Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was noticed to be deployed in the exchange sheath. Hemostasis was achieved with manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.